Manufacturer narrative:
(B)(6) 2018 - the philip's field service engineer (fse) performed troubleshooting. It was confirmed that the o2 sensor reads 103 with 50 psi applied to the inlet. The o2 sensor slowly bleeds when the o2 is disconnected. The fse replaced the data acquisition board to address the finding.

Event description:
It was reported that there was a no oxygen error as well as a high pressure oxygen supply. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 29nov2018. Date of manufacturer: 28nov2018. The customer returned data acquisition (da) board was tested and no failures were identified.